Event description:
It was reported that two programers were unable to interrogate the recently implanted cardiac device. The caller indicated that the patient was moved to another room, and added distance between the device and programming head, still without telemetry possible. The company representative retrieved another programmer and was able to interrogate the device. After the session ended, the two programmers that had been tried, were then able to interrogate the device. The programmers remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 2090; the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).